Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon inflation, it was noted that the balloon ruptured before reaching 12atm. The procedure was completed with a different device. No patient complications were reported.